Event description:
It was reported that the introducer was placed in the jugular vein. During peel away not using force, the wings broke easily. So the wings were in the hands of the doctor and the shaft inside the jugular vein. An incision was performed and the shaft could be removed with a forceps. No other intervention was required. The pt status is perfect.

Manufacturer narrative:
The complaint was confirmed, supplier related. The tabs broke from the ptfe introducer sheath, due to an apparent misalignment of the sheath in relation to the tabs, the complaint sample will be forwarded to our mfg facility for review. A chr of lot # repk0800 showed no other similar product complaint(s) from this lot.